Event description:
Boston scientific received information that noise was observed on both ra and rv channels. The physician originally thought that it was a device header issue. However, after change out of the device, noise was still observed on the leads. No out of range measurements or inappropriate sensing/pacing was observed but the physician elected to explant the leads as a proactive measure. Upon extraction, the leads both appeared to have a 90 degrees bend. No adverse patient events were reported. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.